Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tubes"), perforation ("perforation into other organs"), device dislocation ("malposition of the device/ malposition of essure "device" location of device: right lower quadrant"), device breakage ("device breakage"), genital haemorrhage ("abnormal bleeding (general)"), haemorrhagic ovarian cyst ("right ovary developed a cyst that was blood filled"), cystocele ("cystocele requiring bladder sling") and uterine haemorrhage ("ub (uterine bleeding)") in a 41-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2015, no leaking. Previously administered products included for an unreported indication: iud. Concurrent conditions included anxiety (outcome of application: denied), menstrual cycle prolonged since (B)(6) 2007, break-through bleeding (for 10 days and last ub for 10-14 days.) Since (B)(6) 2007, right lower quadrant pain since (B)(6) 2010, painful rash since (B)(6) 2010, cyst nos since (B)(6) 2010, allergic reaction to analgesics since (B)(6) 2010, allergic reaction to analgesics since (B)(6) 2010, pelvic cyst since (B)(6) 2011, ovarian cyst since (B)(6) 2011, ovarian cystadenoma (serous cystadenoma) since (B)(6) 2011, dysfunctional uterine bleeding since (B)(6) 2015, uterine fibroid since (B)(6) 2015, anemia since (B)(6) 2015, mammogram since (B)(6) 2015, cervical pap smear abnormal since (B)(6) 2015, stress incontinence since (B)(6) 2015, cough since (B)(6) 2015, sneezing since (B)(6) 2015, nocturia (nocturia xl.) Since (B)(6) 2015, stress incontinence since (B)(6) 2015, uterine prolapse since (B)(6) 2015, adenomyosis since (B)(6) 2015 and tiredness (feels tired but only some cramping pain on right.) Since (B)(6) 2015. Concomitant products included cilest (sprintec), drospirenone w/ethinylestradiol (yasmin) until 2007, eugynon (seasonique), medroxyprogesterone acetate (depo-provera), medroxyprogesterone acetate (provera), normensal (necon) and nuvaring for birth control as well as macrogol (miralax) and tegaserod (zelnorm). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, 6 months 3 days after insertion of essure (ess205), the patient experienced reproductive tract disorder ("reproductive system disorder or condition"). On (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2008, the patient experienced alopecia ("severe hair loss"). On (B)(6) 2010, the patient experienced endometriosis ("endometriosis"). On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and rash ("rashes"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) / pain (with menstrual cycle)"). On (B)(6) 2014, the patient experienced depression ("depression"). On (B)(6) 2015, the patient experienced cystocele (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and haemorrhagic ovarian cyst (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced fatigue ("fatigue"), weight decreased ("weight loss") and irritable bowel syndrome ("ibs"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain upper ("upper abdominal pain"), pelvic prolapse ("pelvic prolapse"), procedural pain ("painful post-operative recovery"), the first episode of hormone level abnormal ("hormonal changes"), the second episode of hormone level abnormal ("hormone decreases"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), back pain ("back pain (with menstrual cycle)"), arthralgia ("right hip pain (with menstrual cycle)") and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with contraceptives nos, doxycycline, paroxetine, micropil plus (femcon fe) and surgery (total hysterectomy, salpingectomy - one side removal of fallopian tube, oophorectomy(one ovary) on (B)(6) 2015; and placement of transbulator sling. Essure (ess205) was removed on (B)(6) 2015 ("inconsistent" information). At the time of the report, the fallopian tube perforation, perforation, device dislocation, alopecia, fatigue, genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, the last episode of hormone level abnormal, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, weight decreased, irritable bowel syndrome, endometriosis, haemorrhagic ovarian cyst, rash, reproductive tract disorder, cystocele, back pain, arthralgia and uterine haemorrhage had not resolved and the device breakage, abdominal pain upper, pelvic prolapse and procedural pain outcome was unknown. The reporter considered abdominal pain upper, alopecia, arthralgia, back pain, bladder disorder, cystocele, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, haemorrhagic ovarian cyst, irritable bowel syndrome, menorrhagia, pelvic prolapse, perforation, procedural pain, rash, reproductive tract disorder, urinary tract disorder, uterine haemorrhage, vaginal haemorrhage, weight decreased, the first episode of hormone level abnormal and the second episode of hormone level abnormal to be related to essure (ess205). The reporter commented: since having the surgery, her symptoms are mostly resolved. 3 dates for essure removal was "provided" tht are (B)(6) 2011, (B)(6) 2015 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.1 kg/sqm. (B)(6) 2007(per mr) clinical information: essure device sterilization procedure. On (B)(6) 2007, chief complaints: 3 months follow up on essure. Patient needs hsg ("inconsistent" information). On (B)(6) 2007, hysterosalpingogram test was performed but no result was provided. On (B)(6) 2010, her last ultrasound shows that she has got a cyst that is about 3 cm on the right, it has been persistent for several months now and this is where the majority of her pain is. She has an anterior small fibroid and a simple left ovarian cyst that is 2.1 cm. The ultrasound dimensions are 9 x 6.49 x 4.98, both ovaries are otherwise unremarkable. Review of systems: the patient on review of system has some deep thrust dyspareunia. Her pain seems to radiate down the anterior part of her leg as well. On (B)(6) 2011 salpingectomy (one side removal of fallopian tube) was performed. On (B)(6) 2010 oophorectomy was performed. Patient took pain medication for pelvic pain. Colposcopy for lbsil (low-grade squamous:intraepithelial lesion) on (B)(6) 2010. On (B)(6) 2011, unremarkable fallopian tube. Clinical information right ovarian mass. Gross description: right tube/ovary." Received is a previously opened and collapsed cystic ovary which is 3.2 x 2.6 x 1.4 cm. Attached to the ovary is a 3.2 x 0.4 cm portion of fallopian tube. There is a 2.5 cm cyst in the ovary. The center aspect of the cyst is smooth with no excrescence. On (B)(6) 2013, history of present illness: routine annual without complaint. Was having no progress with cycle control on seasonique; stopped it for several months and had painful cycles. Started sprintec and had btb with pain. Stopped all ocp (interpreted as oral contraceptives pills) for 1 month. Now with regular cycles but painful. Assessment: routine gynecological exam; endometriosis of the pelvic peritoneum; female pelvic pain. On (B)(6) 2014, history of present illness: was skipping cycles for a few weeks then menstrual cycle is very heavy; sometimes misses her necon 1/50 and then btb starts. Very frustrated with the btb; also still has pain with her cycles. On (B)(6) 2014, sick of bleeding. Bleeding before the nuvaring is due to come out. Vb (interpreted as vaginal bleeding) daily x 2 weeks now. But reports has been dealing with pain and/or vb x 4 years. On (B)(6) 2014, indication: vaginal bleeding method: transvaginal ultrasound examination. Suboptimal view: restricted by increased bowel gas. Uterus: normal. Position: anteverted. Myometrium: coarse uterine echotexture. Long/ap/tr.l0.6 cm x 5.2 cm x 7.1 cm. Vol 207.0 cm3 endometrium: within normal limits. Endometrial thickness total 2.9 mm. No fibroids identified. No polyps identified. Right ovary: not visualized, rt oophorectomy; no adnexa masses seen. Left ovary: normal, no adnexa masses seen. Size 2.5 cm x 2.9 cm x 2.1 cm. Mean 2.5 cm. Vol. 8.3 cm3. No cysts identified. No follicles identified. Cul de sac: normal. No free fluid visualized. Diagnosis: endometrium, biopsy: benign endometrium with proliferative glands but with evidence of glandular/stromal breakdown consistent with irregular shedding. Gross description: received in formalin labeled "endometrial biopsy" is 1 ml of tan to red brown, hemorrhagic, soft and rubbery tissue fragments and blood. Procedure: endometrial biopsy clinical history: other intra-abdominal and pelvic swelling, mass and lump; other and unspecified ovarian cyst; unspecified symptom associated with female genital organs excessive or frequent menstruation on (B)(6) 2015, routine gyn exam unknown pelvic mass assessment: patient reports something protruding out of her vagina; a mild cystocele is the only finding during my exam; her uterus seems to be well supported; does not report any urinary incontinence or difficulty moving bowels; patient wants surgical correction. On (B)(6) 2015, chief complaint: complain of something bulging from vagina and stress incontinence history of present illness: patient complain of worsening vaginal pressure, bulging sensation. Leaking with activity on (B)(6) 2015, diagnosis: cervix, uterus adenomyosis one smell leiomyoma proliferative phase endometrium cervix with no histopathologic change two intrauterine devices. Diagnosis/clinical information: uterine prolapse, cystocele gross examination: cervix, uterus: received in formalin is a 11.8 gm body of uterus with attached cervix that measures 9.7 x 6.0 x 4.2 cm. The ectocervix is smooth, tan and measures 4.0 cm in diameter. The os is patent and measures 0.5 cm in diameter. On sectioning, the endometrium is pink-tan and smooth and treasures 0.1 cm in thickness. Located in both left and right cornu is a portion of the metallic spiral intrauterine device. The myometrium is pink-tan and smooth and a single tan-white whorled nodule is identified that measures 0.6 cm in greatest dimension. No tubes or ovaries are identified. Essure confirmation test on (B)(6) 2017 (per pfs) type of test: hysterosalpingogram (hsg) results of essure confirmation test: total bilateral occlusion removal details, on (B)(6) 2011, findings: second-degree uterine prolapse. Second-degree cystocele, hypermobile urethra. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, back pain, arthralgia, vaginal haemorrhage, endometriosis, uterine haemorrhage, fallopian tube perforation, device dislocation and ovarian perforation. Most recent follow-up information incorporated above includes: on 25-may-2018: pfs and mr received. Reporters were added. Case was medically confirmed. Patient details, historical drug, negative history, concomitant disease, concomitant drugs, treatment drugs and unstructured relevant tests were added. 3 dates for essure removal was "provided" tht are (B)(6) 2011, (B)(6) 2015 and (B)(6) 2011. Hormonal changes, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bladder sling urinary, psychological or psychiatric problems condition: depression, hormone decreases, bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain (with menstrual cycle), weight loss, gastrointestinal or digestive system condition type: ibs, endometriosis, perforation (other) please describe and state the location of the perforation: r ovary developed a cyst that was blood filled, rashes or skin conditions-type-, reproductive system disorder or condition-type of disorder or "condition" incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tubes"), perforation ("perforation into other organs"), device dislocation ("malposition of the device") and device breakage ("device breakage") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain upper ("upper abdominal pain"), pelvic prolapse ("pelvic prolapse"), alopecia ("severe hair loss"), fatigue ("fatigue") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent total hysterectomy), surgery (underwent total hysterectomy), surgery (underwent total hysterectomy) and surgery (underwent total hysterectomy.). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, perforation, device dislocation, device breakage, abdominal pain upper, pelvic prolapse, alopecia, fatigue and procedural pain outcome was unknown. The reporter considered abdominal pain upper, alopecia, device breakage, device dislocation, fallopian tube perforation, fatigue, pelvic prolapse, perforation and procedural pain to be related to essure (ess205). The reporter commented: since having the surgery, her symptoms are mostly resolved. Diagnostic results: on (B)(6) 2007, hysterosalpingogram test was performed but no result was provided. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.